Event description:
A (B)(6), with intracerebral bleeding was admitted to the emergency room. The neurosurgeon was very experienced and used the a1114 with the blue 18 (pd) pound screw. They tried to fix the head in the mayfield, the pin of the blue screw, went out for maximum. But when they wanted to turn the head the two pins went out of the skin on the side of the rocker arm, because they were not fixed in the bone." The child was not injured, but time was needed to change the mayfield system into a doro.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.